Manufacturer narrative:
Product ID mi2355a (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg), the patient¿s atrium and ventricle were different from normal patient anatomy and it was difficult to get the ipg across the tricuspid valve and cardiac arrest occurred during the procedure. The implant was abandoned. The physician stated that the cardiac arrest was attributed to the stimulation of the delivery catheter due to premature ventricular contractions (pvc). The ventricular tachycardia that occurred after the cardiac arrest was due to a decrease in hemodynamics. The implant procedure was abandoned and the ipg not implanted. No further patient complications have been reported as a result of this event.